Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a shock impedance measurement of greater than 200 ohms in triad configuration, was observed for this implantable cardioverter defibrillator (ICD). Impedance trend data showed stable values. This patient was evaluated in the clinic in which is was revealed that impedance testing occurred during premature ventricular contraction (pvc) ablation resulting in the out of range measurement. Testing confirmed impedances were back in the normal range. This ICD remains in service. No adverse patient effects were reported.